Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pump had fluid around it after implant and the fluid was removed twice. The drug was going to be put into the pump last week, but it was not. It was further stated that the pump flipped. It was also noted that there was a knot or lump at the top of the catheter. The lump was noted to feel "mushy like fluid". It was noted that there was no drug in the pump. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.